Event description:
It was reported per field service report: symptom - system running on battery during transport, then shut off after twenty minutes. Findings/action taken: found battery ran twenty mins and shut off with no alarm. Replaced battery: found ac cord receptacle clip missing; replaced clip. Run battery test. System functional. Check charging voltage, okay 13.7 v. Add'l info received on (B)(6) 2012 stated that while transporting the pt to the aircraft the pump was running on battery; just as they got to the aircraft the pump gave a 20 minute alarm for power left. The pump stopped approx 1 min later. The pump was connected immediately to the power in the aircraft. When the aircraft arrived at the hospital, they sat on the helicopter pad a few minutes to make sure there was enough charge in the battery to transport. The pt was transported into the hospital and the pump was immediately connected to the wall power successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The pt outcome is okay. The pump is back in service.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.